Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a caregiver stated a dexcom g7 sensor that had been started the prior day issued a ¿replace sensor¿ alert, and the user planned to replace the sensor and contact the cgm manufacturer for a replacement; blood glucose levels were not impacted and no admission or treatment occurred. Symptoms included no adverse clinical effects. Outcomes included no change in clinical status, no medical intervention, and no hospitalization. Investigation included troubleshooting and education provided by customer care. Investigation of this case revealed a cgm sensor performance issue with premature end-of-life or failure prompting a replacement alert, with no ilet pairing or pump malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was attributable to the external cgm sensor performance rather than the ilet system.